Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.3375" x 0.0650" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure; while dissecting a gastric artery, the blade of a harmonic ace instrument split in half and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was noted. At the time the event occurred, the surgeon was performing dissection and the instrument was in use for about an hour. The surgeon did not notice an issue with the functionality of the instrument. The instrument did not collide with other hard materials during the surgical procedure. The instrument was not removed during the procedure prior to the breakage. Upon final removal, the wrist of the instrument was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and no damage was noted to the cannula after the event. The fragment was retrieved during the same procedure, and it was visually inspected to confirm that no fragments were left behind. No additional surgical procedure was required to remove the fragments. There was no post-operative test like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient did not return to the hospital due to post-surgical complications. There are no photographic images or a video recording of the procedure available for isi review.